Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip was implanted. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Mr grade was 4+ after the slda. Patient returned with shortness of breath.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) could not be determined. The reported recurrent mitral valve insufficiency/regurgitation (mr) and dyspnea appear to be cascading effects of the reported slda. Mr and dyspnea are known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.